Event description:
The customer reported a falsely elevated alinity I free t4 result for one patient. The following data was provided: sid (B)(6): initial result = > 64.35 pmol/l repeat run with a new sample from the patient35 = 12.46 pmol/l alinity I free t4 reference range from the package insert is 9.01 to 19.05 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6). (Complete patient identifier - too long and exceeded the allowable spaces provided) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 61390ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 61390ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations associated with the alinity I free t4 assay in relation to the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 61390ud00 was identified. B5 - describe event or problem: correction - upon review discovered a typographical error. The wording is updated to read: repeat run with a new sample from the patient = 12.46 pmol/l. (Removed the "35").

Event description:
The customer reported a falsely elevated alinity I free t4 result for one patient. The following data was provided: sid (B)(6): initial result = > 64.35 pmol/l. Repeat run with a new sample from the patient = 12.46 pmol/l. Alinity I free t4 reference range from the package insert is 9.01 to 19.05 pmol/l. . There was no impact to patient management reported.